Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient did not report to the physician during the refill that an irregular alarm occurred since (B)(6)2017. Following the refill, the alarm reoccurred and the patient was seen by the physician again. It was confirmed the pump was replaced on (B)(6)2017 and the event was considered resolved. The patient was doing well.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving temgesic (22.5 mcg/ml at 50.047 mcg/day) and morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. The drugs were not mixed; it was stated the patient was receiving morphine until the (B)(6), and temgesic was used afterward. It was reported an irregular pump alarm had occurred since the event of (B)(6) 2017. From the log data, it could be seen that motor stall was active for more than 48 hours on (B)(6) 2017 at 12:26. It was stated that log data from the time before (B)(6) 2017 was not available, but pump logs from an interrogation on (B)(6) 2017 at 12:48 were received, which show a motor stall occurred on (B)(6) 2017 at 12:26 and a tube set message occurred on (B)(6) 2017 at 12:26. There was no recovery noted in the pump logs. It was indicated no MRI or magnets contributed to the event. It was unknown what troubleshooting was performed. A replacement was scheduled for (B)(6) 2017. The pump would be returned. It was unknown if the issue was resolved. It was indicated the patient status was alive - with injury (withdrawal symptoms). No further complications were reported or anticipated.